Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f fast-cath introducer dilator were received for evaluation as well as a piece of blue, plastic, skived material. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving could not be conclusively determined.

Event description:
Related manufacturing ref:  3005334138-2023-00113. During an atrial fibrillation procedure, the sheath was aspirated and skiving was noted. The transseptal needle with stylet was advanced up the dilator and allowed to rotate freely. The puncture was performed, the needle was withdrawn, and the sheath was aspirated which produced plastic shavings. Another sheath was obtained and skiving was noted again. The procedure was completed without patient complications.